Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was not confirmed through functional evaluation as the device was affected by non-stryker repair. The device did exhibit an unintended motion event (no brakes).

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was later determined in service that the unit had no brakes.